Event description:
It was reported that during the colon cancer procedure, after firing the instrument, the staples were found to be malformed. Another instrument was used to finish the procedure. No pt consequence.